Event description:
It was reported that post-paced t-wave oversensing (pptwos) and high pacing impedance were detected on the right ventricular (rv) lead. No known intervention has been performed. The patient was stable and will continue to be monitored.